Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric band. According to the reporter: there was a suspected loading error with the instrument causing the needle to pass from jaw to jaw improperly. A new instrument was opened and used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.